Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part: 03.807.357, serial no: (B)(6), manufacturing site: waldenburg, release to warehouse date: 22.aug.2013. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Service & repair evaluation: during evaluation at service and repair, the repair technician reported the device failed low in calibration. Torque test low is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. Customer quality investigation: flow: power tool calibration . Visual inspection: the xrl medium torque limiting handle was received at customer quality, and it is observed that there is no visual damage except a few scratches which would not contribute to the complaint condition. Functional testing the repair technician reported the device failed in calibration. Torque test failed is the reason for repair. The device fell lower than the low end of the allowable torque range on 22 of the 24 tests. The observed condition is not able to be replicated at us cq, however, the complaint condition is confirmed per the service and repair evaluation and attached report. Document/specification review the following drawing(s) was reviewed; torque limiting diver synex rl small. Conclusion: the complaint condition is confirmed as the device failed low in the calibration test. There is no indication that a design or manufacturing issue has caused the breakage and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Initial reporter is company representative. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during evaluation at service and repair department on (B)(6) 2019, the repair technician found out that the xrl medium torque limiting handle failed in calibration. There was no patient involvement. This is report 1 of 1 for (B)(4).